Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A ce ilab which is used for ultrasound examination of a target lesion. During the procedure, the catheter displayed a black screen after insertion. Upon replacement with another catheter, an error message appeared. The procedure could not be completed due to this event. There were no patient complications.

Manufacturer narrative:
Corrected: e2 - health professional and e3 - occupation. Investigation results: device analysis findings: the device was not returned for analysis; however, the field service engineer (fse) performed an on-site inspection revealed that there was no image after connecting the catheter. After cleaning and reconnecting the acq main unit and motor on-site, testing confirmed normal operation and the equipment was restored to normal use. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event types have been accounted for during product risk analysis. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause traced to component failure. This conclusion was selected because the reason for the catheter displayed a black screen after insertion was most likely determined to be the acq main unit and motor the fse analysis onsite and additional available information. Furthermore, fse cleaning and reconnecting of the acq main unit and motor has resolved the complaint.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A ce ilab which is used for ultrasound examination of a target lesion. During the procedure, the catheter displayed a black screen after insertion. Upon replacement with another catheter, an error message appeared. The procedure could not be completed due to this event. There were no patient complications.